Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the sleeve was damaged and a component disengaged into the pt's cavity. The surgeon retrieved the component without pt's injury.

Manufacturer narrative:
12/03/1997-supplemental report #1 submitted to FDA.